Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented remotely. Review of the transmission revealed that the right atrial lead was undersensing and was not capturing. The patient reported having woken up with pain between her shoulder blades, and having had several episodes of feeling sweaty, nauseous, and like she could have passed out. A chest x-ray was performed, revealing fluid around the heart and lungs, and a slight dislodgement of the right atrial lead. Interrogation of the device revealed no atrial sensing or capture at maximum output. When testing the lead in unipolar at maximum output, the patient reported a sensation of "biting" near her right breast, and reported having felt that sensation numerous times since implant. The device was reprogrammed to inactivate the atrial lead. The following day on (B)(6) 2020, the lead was capped and the cardiac perforation and pericardial effusion was addressed surgically. The lead was then explanted and replaced during an additional procedure on (B)(6) 2020. The patient was in unstable condition during the event, and was in stable condition post final procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.